Manufacturer narrative:
(B)(4). Medical products - unknown oxford femoral and unknown oxford tibial tray. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Berend kr, lombardi jr av, jacobs ca, the combination of preoperative bone marrow lesions and partial-thickness cartilage loss did not result in inferior outcomes after medial unicompartmental knee arthroplasty, the journal of arthroplasty (2017), doi: 10.1016/j.arth.2017.05.008. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review as unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigation the reported event was not provided if any further information is found which would change or alter any conclusions of information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported in a journal article that the patients' knees (0.7%) were revised due to dislocation of the polyethylene bearing. No additional patient consequences were reported.